Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a spine case, the surgeon reported a burn on the patient's leg. The burn was in the shape of forceps, it is unknown if the aquamantys device was activated near the forceps to contribute to the burn. It is unknown if any interventions were performed.

Manufacturer narrative:
Product analysis: (B)(4). Brief description of complaint: it was reported the patient received a 2nd degree burn during a knee operation. It was additionally noted that the burn appears to have been caused by hot forceps against the patient¿s skin. Analysis conclusion: complaint not confirmed for patient injury - the patient injury allegation could not be replicated in the laboratory environment. The generator passed all functional testing with no anomalies found. If information is provided in the future, a supplemental report will be issued.

Event description:
During a spine case, the surgeon reported a burn on the patient's leg. The burn was in the shape of forceps, it is unknown if the aquamantys device was activated near the forceps to contribute to the burn. It is unknown if any interventions were performed.